Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have brown particulate built up on the threads of the port cap. The issue was discovered before the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified contamination around the threads of the fill port connector when the large bore cap was removed. The fill port assembly is produced by third party supplier and this issue was previously identified as originating from the supplier manufacturing process. The supplier was notified of this issue. This lot was found to have been manufactured prior the supplier notification. Should additional relevant information become available, a follow-up report will be submitted.